Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable code with 7.2 ml remaining. No patient injury reported.